Event description:
It was reported that the user¿s ilet system prompted ¿connect cgm or enter bg¿ with dexcom g7 after a prior evening connection, and device screens showed sensor reconnecting, sensor unavailable, and pairing failed. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included guided troubleshooting consisting of checking alarms, restarting the pump, toggling bluetooth, and re-pairing the cgm. Investigation of this case revealed a communication pairing failure between the ilet controller and the dexcom g7 sensor/transmitter, consistent with a connectivity issue affecting the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was a device communication issue due to pairing failure.